Event description:
It was reported that the cassette won't engage into the pump. Investigation also found that there was a worn uso seal, peeling dso seal and damaged uso sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customers complaint could not be replicated. The most probable cause is a defective or damaged cassette being used by the customer. Preventative maintenance was performed to replace the dso and uso sensors. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.